Event description:
It was reported that during surgery, after unclamping, weeping occured from the whole surface of the graft. The weeping was stopped after 20 min. The graft remained implanted. There was no reported patient injury.

Manufacturer narrative:
A remaining fragment of the complaint device was returned but was found too small to perform a relevant analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of twelve product coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.